Event description:
Small rubber end cap was released from its position on the end of the lighthead yoke. It fell into a pt's opened abdominal skin flap area, during a procedure. It is noted that another surgical lighthead was being moved and came in contact with the rubber end cap, causing its release. The attending doctor immediately removed the rubber part from the pt.